Event description:
It was reported that stent profile issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 10x60x75mm epic stent was implanted for treatment. However, during post-dilation with a 8x60mm sterling balloon catheter, it was noted that the stent was 1-2cm longer than the 60mm balloon. The physician suspects the stent length elongated. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluated by MFR.: a media from the clinical procedure was received and reviewed. The media review report concluded that there were no device or stent malfunctions observed. Patient anatomy looked to be patent with good blood flow.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent profile issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 10x60x75mm epic stent was implanted for treatment. However, during post-dilation with a 8x60mm sterling balloon catheter, it was noted that the stent was 1-2cm longer than the 60mm balloon. The physician suspects the stent length elongated. No patient complications were reported.